Event description:
On (B)(6) 2007 acl reconstruction following ski injury. Calaxo used in tibial tunnel. On (B)(6) 2007, open drainage over tibial tunnel; (B)(6) 2007 continues to drain; recommends irrigation and debridement; (B)(6) 2007 I&d with bone graft; (B)(6) 2007 tibial tunnel widening; patient resume pt; (B)(6) 2007 xrays reveal tibial tunnel is filling in; (B)(6) 2010 cyclops lesion anterior to acl; metallic object revealed on MRI in the lateral patellofemoral area.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).